Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces and missing end cap sticker. No button error alarms were noted and no moisture damage found on electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and the buttons were not responding. It was explained that the insulin pump was exposed to sweat since the customer had it in her bra. It was stated that they were unsure if a button was pressed for 3 minutes or longer and there is no condensation inside the device. Blood glucose value was 184 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.